Event description:
The following was reported by the surgeon: surgeon reported that the pt had a composix kugel mesh implanted in 2006. The pt was recently seen by a dermatologist, who explored the area and noted what he thought was a staple. The surgeon reports that the recoil ring of the patch had eroded into subcutaneous tissue and was causing irritation. On (B)(6) 2012 he re-explored the wound and removed with traction as much of the ring as was possible. He does not believe it was the entire ring based on the length of material he extracted. He believes there is still part of the recoil ring left in the mesh. He presumes that the ring may have fractured and that was why it eroded into the subcutaneous tissues. He only visualized one end of the recoil ring and the rest he assumes is in place within the mesh. The surgeon confirmed pt doing well post removal.

Manufacturer narrative:
There was nothing returned for eval. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt is reported to be doing well with no post op complications. A lot number has not been provided therefore a manufacturing review is not possible. Additionally, the pt's medical records have not been provided at this time. With the limited amount of info, no conclusion can be drawn.